Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device did not work in reverse, and the forward position was making a lot of noise. It is unknown if there was a delay in the procedure due to the event, or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the that the device functioned properly but emitted a lot of noise. It was further determined that the cover plate was lifted at the back of the electronic control unit (ecu), the electronic motor emitted an unusual noise, the ball bearings seized and were corroded, and an unknown residue was on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.